Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a review of the pump black box data from date of the event has been overwritten. The current black box data showed no evidence of short battery life, however, one cs 128 replace battery alarm was observed in the alarm history. A visual inspection of the pump revealed a crack in the battery compartment. A battery cap was able to tighten securely to the pump, however, the coin slot on the top of the cap was worn. During testing, the pump powered on normally. Current draws were found to be within specifications. The pump case was removed and there was no evidence of internal moisture or damage to the power circuit was found. The complaint of a battery life issue not duplicated during investigation. Unrelated to the complaint, investigation revealed that the pump case was cracked in the upper right hand corner of the display area and the display lens was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a short battery life issue. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.